Event description:
A customer contacted beckman coulter inc. (Bci) in regards to co2 acid reagent leak. No operator exposure was reported.

Manufacturer narrative:
No information provided. This is a reagent issue.